Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The damage found ws sustained during the surgical procedure. Dried blood inside the helix prevented the helix actuation. All electrical measurements performed on the lead was found to be normal.

Event description:
It was reported high capture thresholds was observed. Lead was explanted and replaced when repositioning was unsuccessful.